Event description:
During a follow-up, noise was observed on the device. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received that there were myopotential oversensing episodes and electromagnetic interference (emi) episodes observed.